Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge of two (2) minicaps were protruding (separated) from the caps. This was observed when opening the foil pouches for use in peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual devices were not available; however, two (2) photographs of the samples were provided for evaluation. The photographs were reviewed and showed that the sponge (foam) was out of the minicap on both units. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.